Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier was replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system did not pass image quality testing and the images were unusable. There is no report of death or serious injury associated with the complaint.